Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. A supplemental report will be submitted.

Event description:
(B)(4). It has been reported that the patient's proximal tibia jts is infected.

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. The device was implanted for 14 months. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrected data: health professional corrected to patient.

Event description:
It has been reported that the patient's proximal tibia jts is infected. This is a supplemental report to 3004105610-2016-00079 (siw (B)(4)).